Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of an underdelivery. A calibrated set was used for testing per the device release specifications. The device passed all testing including delivery accuracy.

Event description:
Report received of an underdelivery. The pump was programmed to deliver an infusion of iron with a concentration of 2ml in 100ml, at 100ml/hour with a vtbi of 100ml. After one hour, the nurse noted that 40ml had infused instead of the expected 100ml. The pump was removed from clinical service. Therapy resumed using a replacement pump and the same tubing set. There were no reported adverse patient effects. No medical interventions were required. Though, requested, no additional information was provided.